Manufacturer narrative:
The abbott field service representative (fsr) cleaned the aero c8k 1ml syr (list number 09d41-02) and cc ict probe (list number 09d63-03) deemed the parts the likely cause for the discrepant results. The module function was verified with a control/precision run. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to discrepant patient results after service intervention. Trending review determined normal complaint activity for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect c16000, serial # (B)(6) or the aero c8k 1ml syr (list number 09d41-02) and cc ict probe (list number 09d63-03) was identified.

Event description:
The customer observed falsely elevated results on the architect c16000 processing module, serial number (B)(6) , for potassium for one patient. The sample was repeated with expected results. The following data was provided: sid (B)(6) initial potassium result = 7.677 mmol/l repeat result = 4.12 mmol/l repeated again after troubleshooting = 4.13. Reference range: 3.5 to 5.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results on the architect c16000 processing module, serial number (B)(6), for potassium for one patient. The sample was repeated with expected results. The following data was provided: sid (B)(6) initial potassium result = 7.677 mmol/l repeat result = 4.12 mmol/l repeated again after troubleshooting = 4.13. Reference range: 3.5 to 5.1 mmol/l. No impact to patient management was reported.